Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops associated with electrostatic discharge (esd). It was reported that the patient had a pump off event on 16jul2024, but did not recall hearing an alarm and denied attempting a controller exchange. It was reported that it is unknown if the patient was using a hospital or motorized bed at the time. It was further reported that the patient had a bleeding event during a paracentesis on (B)(6) 2024. On (B)(6) 2024, the patient reportedly felt fine. On (B)(6) 2024, the patient complained of lower extremity edema and facial swelling which had started a few weeks prior and had progressively gotten worse. The controller event log file contained events from the reported event dates of 12jul2024 through 16jul2024. Pump stop events were captured on 12jul2024 and 16jul2024. These events appeared consistent with pump resets due to esd events. Following the stops, the pump resumed operation at the fixed speed without issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device (lvad) to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the IFU and section 5 of the patient handbook describe hazard and advisory alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. Section 1, ¿introduction¿, lists bleeding as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024, there was documentation of bleeding during paracentesis; otherwise the patient had no reported symptoms and on (B)(6) 2024 the patient felt "fine". Additionally, there was a pump off event on (B)(6) 2024 but the patient did not recall ever hearing an alarm and denied attempting a system controller exchange or any other issues with their device or home equipment. Log files were submitted for review. The event log file recorded 3 pump reset events during the history on (B)(6) 2024 at 20:33:54 and (B)(6) 2024 at 6:58:36, and 23:14:19. The first two events were less than 5 seconds and likely did not generate an alarm. The third event was around 9 seconds long. A low speed advisory, left ventricular assist device (lvad) off, and low flow alarms may have been briefly generated during the longer event. It was noted that the events appeared to have been due to electrostatic discharge (esd) events. The pump was off for approximately 4 seconds during these resets. There were no other unusual events recorded in the history. There was no documentation of esd and the cause of the pump off/esd events was not identified. It was unknown if the patient was using a hospital or motorized bed. There was no documentation of treatment or changes to patient treatment. On (B)(6) 2024, the patient complained of lower extremity edema and facial swelling that started a "few weeks ago" and has progressively gotten worse.